Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
Two sensors were returned for evaluation; however it could not be determined if these were the reported devices at fault. A visual inspection was performed on sensor (part sts-gl-011/ lot# 5211739/ serial# (B)(4)) and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined. A visual inspection was performed on sensor (part sts-gl-011/ lot# 5211739/ serial# (B)(4) and found sensor pod is still attached to the applicator body. Due to the applicator not being deployed the customer's complaint of a missing/detached sensor wire was not confirmed. A root cause could not be determined.